Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) female patient receiving intrathecal infumorph 5.0mg/ml at 0.3455mg/day via an implantable infusion pump. The indication for use of the device was for non- malignant pain. The concomitant medications and patient history were not reported. It was reported that examination ((B)(6) 2015) revealed drainage from right abdominal incision that started some time last week. The same day, laboratory testing revealed elevated mcv (mean corpuscular volume) and segmental neutrophils. Intervention included administration of bactrim ds one twice a day x 10 days. On (B)(6) 2015, the abdominal incision was looking better and beginning to scab over, with no drainage noted. On (B)(6) 2015, there was noted improvement in right abdominal incision, with no drainage. The area was still not yet approximated but improving. Reported as possibly related to the device/therapy, and implant procedure. Location was specified as the pump pocket. Additional information received from the hcp, that the patient had been discharged on (B)(6) 2015, and was receiving home health care/wound care. The event was resolved without sequelae on (B)(6) 2016. If additional information is received this report will be updated.